Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the device obtained an ECG waveform via ECG leads in lead ii view followed by electrode pads being attached. However, the view mode was not switched from lead ii to pads view by the user. This does not indicate a device malfunction. Plugging in the electrode pads does not automatically switch the device to the pads view. The logs showed no attempts by the user to change the ECG view. The user would need to change to pads to view the ECG. Analysis of reports of this type has not identified an increase in trend.